Manufacturer narrative:
Device evaluated by MFR.

Event description:
It was initially reported that this patient was explanted due to a wound hematoma at the generator site. Additional information was received from the patient's surgeon stating that they are unsure of the cause of the wound hematoma. The patient had received a vns generator replacement 2 months prior to the report of the hematoma, and because of the late onset of the hematoma, the doctor believed it to be an infection and therefore the generator and lead were explanted. During the patient¿s most recent battery replacement, the battery site was stated to be very calcified around the battery and the wire within the generator pocket. Therefore the pocket was left alone and the new battery was placed in it. The doctor is unsure if that caused hematoma. There was no trauma to the generator site or other factors that could have caused or contributed to the event. Lastly it was stated that the site ended up not being infected, as cultures were negative. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.